Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a complete supply change on an ilet system using a contact/detach 23" 6 mm infusion set and successfully completed the change, after which a blood glucose value of 226 mg/dl was noted following a recent meal. Symptoms included hyperglycemia without associated acute symptoms. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and education with the user. Investigation of this case revealed no alerts or alarms and no device malfunction identified, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.